Manufacturer narrative:
Trilliant surgical attempted to obtain the handling activities. Date of event unknown. The event is considered to be when doctor 1 found the outcome of the revision performed on (B)(6) 2020 to be unsatisfactory. Product code also includes product code: hrs. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Model #, lot #, and unique identifier (UDI) # for all parts are listed below. See note below for additional implanted date(s) and explanted date(s). Reprocessor name and address n/a to this report. PMA/510(k) for all parts listed is listed below. Initial reporter fax number not reported. Device manufacture date for all parts listed is listed below. Section h9 n/a to this report. No files attached to this report. Note on implanted/explanted dates: original repair performed by another doctor: date unknown, first revision surgery (parts were implanted): (B)(6) 2019, second revision surgery (parts were implanted): (B)(6) 2020, third revision surgery (explanted hardware): (B)(6) 2020. Investigation (including evaluation summary of device(s) returned to manufacturer [if part returned]). Evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving arsenal, 4.5 tiger, tiger large, and tiger large headless removals between august 2019 and august 2020. Five (5) similar complaints were identified. Of these five (5) identified complaints, the root causes were as follows: patient noncompliance (3), unknown (1), unknown; patient pain (1). None of these related events contained parts from the same lot number(s) as the reported event. Model #, lot #, UDI #, PMA/510(k), and device manufacture date are listed below. While specific lot numbers of the involved implants could not be identified, the following lot numbers were identified and reviewed as possibilities based on the applicable sales representative's inventory: (1) arsenal l plate, right, 300-88-002 (product code hrs): lot tsl008398 [manufactured 09/28/2019, UDI: (B)(4), PMA/510(k) k191009] which had no associated rwks or deviations. Ncr (B)(4) was initiated for the laser mark in the wrong location. The laser marking location does not pertain to the reported issue. Thus, ncr (B)(4) does not correspond to the reported event. (1) 2.7mm x 20mm arsenal locking screw, 308-27-020: lot tsl008565 [manufactured 10/07/2019, UDI: (B)(4), PMA/510(k) k191009] which had no associated nonconformance reports (ncrs), (reworks) rwks, or deviations. (1) 2.7mm x 24mm arsenal locking screw, 308-27-024: lot tsl008036 [manufactured 09/29/2019, UDI: (B)(4), PMA/510(k) k191009] which had no associated ncrs, rwks, or deviations. (1) 3.5mm x 26mm arsenal locking screw, 308-35-026: lot tsl008264 [manufactured 09/22/2019, UDI: (B)(4), PMA/510(k) k191009] which had no associated ncrs, rwks, or deviations. (1) 3.5mm x 30mm arsenal locking screw, 308-35-030: lot tsl008655 [manufactured 10/24/2019, UDI: (B)(4), PMA/510(k) k191009] which had no associated ncrs, rwks, or deviations. (1) 4.5mm x 60mm lttcs, 200-45-160: lot tsl008104 [manufactured 08/15/2019, UDI: (B)(4), PMA/510(k) k153338] which had no associated rwks or deviations. Ncr (B)(4) was initiated for the in-process vision system inspection documentation not being provided. The features that get captured on the vision system were inspected at 100% during final inspection. Any nonconformances would have been identified during final inspection. However, there were no material nonconformances identified. Thus, ncr (B)(4) does not correspond to the reported event. (1) 4.5mm x 50mm lttcs, 200-45-150: lot tsl008106 [manufactured 08/15/2019, UDI: (B)(4), PMA/510(k) k153338] which had no associated rwks or deviations. Ncr (B)(4) was initiated for in-process inspection not being provided. The parts were inspected at 100% during final inspection. Any nonconformances would have been identified during final inspection. However, there were no material nonconformances identified. Thus, ncr (B)(4) does not correspond to the reported event. (1) 4.5mm x 40mm headless, stthcs, 202-45-040: lot tsl008241 [manufactured 08/16/2019, UDI: (B)(4), PMA/510(k) k153338] which had no associated ncrs, rwks, or deviations. (1) 5.5 x 40mm stthcs, 207-55-040: lot tsl004036 [manufactured 08/03/2016, UDI: (B)(4), PMA/510(k) k153338] which had no associated ncrs, rwks, or deviations. (1) 5.5 x 45mm stthcs, 207-55-045: lot tsl004038 [manufactured 08/01/2016, UDI: (B)(4), PMA/510(k) k153338] which had no associated ncrs, rwks, or deviations. (1) 5.5 x 55mm stthcs, 207-55-055: lot tsl004042 [manufactured 09/19/2016, UDI: (B)(4), PMA/510(k) k153338] which had no associated ncrs, rwks, or deviations. (2) 7.0 x 50mm stthcs, 207-70-050: lot possibilities below. Lot tsl003733 [manufactured 03/29/2016, UDI: (B)(4), PMA/510(k) k153338]hich had no associated rwks or deviations. Nmr 16-095 was initiated for parts failing the function gauge check for the head feature. As the lot underwent 100% final inspection, all nonconforming parts were identified and scrapped. Thus, nmr 16-095 does not correspond to the reported event. Lot tsl004048 [manufactured 06/17/2016, UDI: (B)(4), PMA/510(k) k153338] which had no associated ncrs, rwks, or deviations. In conclusion, there were no identified issues related to the complaint event. Review of surgical technique: arsenal plating system instructions for use, IFU (B)(4); 4.5 tiger cannulated screw system, IFU 900-01-018 revision a; tiger large cannulated screw system instructions for use, IFU (B)(4); and tiger large cannulated headless screw system IFU, IFU (B)(4) correspond to the event. It is documented that the doctor/user followed the IFU and there are no abnormalities to document. It is noteworthy that the patient is a smoker and has osteoporotic bone, which is a metabolic disease. While the doctor did follow the IFU, there is a contraindication within the IFU for "patients with certain metabolic diseases". Thus, the doctor should have utilized reasonable judgement to know the risk he was willing to take for utilizing the arsenal plating system on his patient with osteoporotic bone. Visual & dimensional inspection, simulated use testing: the parts were not returned so no visual or dimensional inspection could be conducted. Simulated use testing was not conducted with similar parts. Due to the nature of the event (removal following several months of the hardware being implanted, which may correspond to bone growth surrounding the devices), simulated use testing was not performed. Investigation conclusion: as stated previously, the patient is a smoker and has osteoporotic bone, which is a metabolic disease. The removal was deemed necessary based on the non-union of the tn joint. As the hardware remained intact and didn't fail to hold the fixation, the non-union is likely a result of the patient's osteoporotic bone (contraindication per IFU).

Event description:
On 08/04/2020, a trilliant surgical sales representative and doctor 1 reported an alleged deficiency related to the performance of two (2) 330-10-003 (2.7mm/3.5mm arsenal screw driver bit; (1) lot tsl008867, (1) lot tsl007988) intraoperatively. The reported deficiency occurred during a revision ankle fusion with talonavicular (tn) fusion performed by doctor 1 at facility x on (B)(6) 2020. The patient was a (B)(6) year-old (dob: (B)(6) female, weighing (B)(6) kilos with reported decent bone quality. The patient is a smoker and osteoporotic and no non-compliance was reported. Doctor 1 originally fused the patient's right ankle on (B)(6) 2019 following a poor fracture repair performed by another doctor. He fused by implanting two (2) 207-55-040 (5.5 x 40 mm stthcs), one (1) 207-55-045 (5.5 x 45 mm stthcs), one (1) 207-55-055 (5.5 x 55 mm stthcs), and two (2) 207-70-050 (7.0 x 50 mm stthcs). A revision procedure was performed by doctor 1 exactly one year later, (B)(6) 2020, to fuse the patient's tn joint. At this time, the tn joint was fused by implanting trilliant surgical's 300-88-002 (arsenal l plate, right) locked in by a 308-27-020 (2.7 mm x 20 mm arsenal locking screw), 308-27-024 (2.7 mm x 24 mm arsenal locking screw), 308-35-026 (3.5 mm x 26 mm arsenal locking screw), and 308-35-030 (3.5 mm x 30 mm arsenal locking screw). Additionally, three (3) 4.5 mm tiger cannulated screws, one (1) 200-45-160 (4.5 mm x 60 mm lttcs), one (1) 200-45-150 (4.5 mm x 50 mm lttcs), and one (1) 202-45-040 (4.5 mm x 40 mm headless stthcs) were implanted. Following the revision performed on (B)(6) 2020, doctor 1 found the outcome unsatisfactory. The patient had non-union of the tn joint and was seeing that the right foot was too plantarflexed. Another revision procedure was scheduled for (B)(6) 2020 to remove the previously implanted hardware. During this procedure, the 4.5 mm, 5.5 mm, and 7.0 mm screw removal occurred seamlessly. All originally implanted 4.5 mm and large cannulated screws were explanted and disposed of with the exception of the most proximal 207-55-040 (5.5 x 40 mm stthcs). To revise the ankle fusion, doctor 1 implanted two (2) 207-55-040 (5.5 x 40 mm stthcs), one (1) 207-70-050 (7.0 x 50 mm stthcs), one (1) 205-70-060 (7.0 x 60 mm sttcs), and one (1) 202-45-038 (4.5 mm x 38 mm headless stthcs). Concluding the ankle fusion revision, doctor 1 worked to remove the implanted hardware over the tn joint. However, upon inserting the 330-10-003 driver into the most proximal hole of the 300-88-002 and giving the screw a single turn, the driver broke at the head. The surgical site was cleared of debris, rinsed, and confirmed clear via fluoroscopy. Using the arsenal plating system's secondary 330-10-003, doctor 1 tried to unlock the same proximal screw and experienced the driver break at the head once more. The surgical site was cleared of debris, rinsed, and confirmed clear via fluoroscopy. Doctor 1 was using the arsenal plating system's 210-00-004 (ratcheting cannulated driver handle) in conjunction with both drivers. Without any more driver options, a competitor's driver was found to try and remove the screws. The first competitor driver broke in a similar fashion after removing three of the four arsenal screws implanted. To remove the 300-88-002 and remaining distal locking screw, doctor 1 used plate cutters to cut the arsenal l plate at the next hole up from the last distal hole and turned the plate with the arsenal locking screw still locked into place to finalize the hardware removal. Doctor 1 noted trilliant surgical's arsenal locking technology proved to be incredibly reliable. The fourth driver, a different driver from the same competitor, was able to be used to complete the implantation of both arsenal locking and non-locking screws into a 300-85-002 (arsenal tn plate) to revise the tn joint fusion. Both 330-10-003s used in the (B)(6) 2020 revision case were returned to trilliant surgical's corporate office by the sales representative for further evaluation. All hardware removed was disposed of following the (B)(6) 2020 revision. The 207-55-040 originally implanted on (B)(6) 2019 remains implanted.